Event description:
A customer contacted beckman coulter inc. (Bci) stating that fluid was leaking from the sample probe and syringe in the immage 800 immunochemistry system. Customer also noted that the system was generating sample level sense errors. No operator exposure was noted.

Manufacturer narrative:
Customer technical support (cts) had the customer tighten fittings on the sample probe and syringe. A field service engineer (fse) was dispatched on (B)(4) 2010, replaced the sample syringe valve and cleaned up the spill. No further leaks were seen.